Manufacturer narrative:
(B)(4). Report source - foreign - japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial elbow arthroplasty. Approximately five years post implantation a revision was performed due to osteolysis and possible metallosis. Radiograph images taken indicated loosening and the tip of the humeral implant migrating anteriorly. All components were removed and replaced. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - stem. Visual examination of the provided photos of the explanted humeral component identified the device has scratches on the distal end of the device. As no product was returned; dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: assessment & impression- two views of the left elbow demonstrate a left total elbow arthroplasty with significant radiolucency surrounding the humeral component. Anterior migration of the tip of the humeral component. Bony fragmentation along the inferior aspect of the humeral tip both anteriorly and posterior likely indicates fracture. No evidence for hyperdense soft tissue to suggest metallosis. Ulnar component is intact. Overall osteopenia is present. Radial head resection. Soft tissue swelling overlies the olecranon. Left total elbow arthroplasty with suggestion of significant loosening of the humeral component with associated fracture more inferiorly and possibly at the tip of the humeral component which has migrated anteriorly. Significant osteopenia is present, which may have contributed to the fracture and loosening. No definite evidence for metallosis. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.